Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that no misload occurred during loading of the valve. The infold was noticed during the first deployment attempt. No procedural delay occurred as a result of the infold.

Manufacturer narrative:
Updated data: d9 - device available for evaluation, return date h3 - device evaluated, device returned to manufacturer and eval summary attached h6 - method, result and conclusion codes h10 - product analysis: upon receipt at medtronic¿s quality laboratory, the device was received via ups inside its original container jar filled with clear unknown solution. The valve was discolored with remnant bloody host material found on the tissue. All leaflets were flexible and intact with signs of creases. As received, one leaflet appeared partially closed, one leaflets was in a closed position and one leaflet appeared partially open. All commissures appeared intact. The inflow aspect exhibited a slight oval-shaped appearance. The valve was submerged in warm saline; valve appeared to expand to original size. The valve was placed in a cold saline bath to perform loading simulation per appropriate instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve to complete loading simulation; no visual or tactile anomalies were noted. The valve was deployed in a warm saline bath to perform deployment simulation. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture; no anomalies were observed. The valve was fully deployed; no anomalies were noted during the complete deployment of the valve. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: one pre-case plan and fluoroscopic cine loops of the valve load inspection, implant, and pre-implant balloon dilatation (pid) were provided for review of the event described above. Patient summary was not provided for anatomical review. An image of the severely calcified aortic valve leaflets is provided with the pre-case plan. The fluoroscopic-image quality is partially low in contrast and resolution. As reported, the provided valve load inspection cine loop shows an inflow crown overlap. After a pid with a 26 millimeter (mm) balloon, the initial implant attempt shows a 3 cusp coplanar projection where a still under-expanded valve frame on the non-coronary cusp (ncc) side sits above the annulus in the sinus and appears to also have an infold. A resheath was done. Subsequently, a new deployment was attempted in a more right anterior obilique (rao) caudal projection but an infold remained. A final resheath appears to be done and then the system was replaced which was followed by a new valve load inspection where no crown overlap can be identified on the available images. A pid was performed with a 28 mm balloon before a new implant attempt was being done. In the same image, an infold becomes apparent. According to the report, the decision was taken to remove the system and cancel the procedure. Evolut¿ frame infolding can be caused by a variety of factors, including but not limited to crown overlap during loading, excessive leaflet, annulus and left ventricular outflow tract (lvot) calcification. The suboptimal image quality in this case makes it difficult to conclusively assess if the existing crown overlap extends up to or beyond node 4. For that reason, the possibly severe crown overlap combined with the severe aortic leaflet calcification, may both have contributed to the formation of the initial infold. The likelihood that a once formed infold will re-appear after a valve resheath is very high. Thus, medtronic¿s best practice guidance prescribes not to redeploy an infolded valve, but to remove it from the patient together with the delivery catheter system and loading system and replace all those components with new ones. The removal from the patient is apparently done, but the report suggests that the same valve is used again for a renewed implantation attempt. If so and although no crown overlap can be detected during the new valve load check, the re-formation (or even worsening) of the infold is to be expected in such scenario. This also means that even after dilating the annulus with a 28 mm balloon, an infold re-occurrence would have been very likely and further supported by the severe leaflet calcification. No adverse patient effects and no delays because of the described complications were reported. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. However, leaflet calcification may have contributed to the initial infold. Redeployment of the initially infolded valve likely contributed to the subsequent infolding and is off-label use per the device IFU: "an observation of any inward fold or crease in the valve, extending from the inflow, identified as a dark line under fluoroscopic (cine mode) inspection, may indicate an infold. If identified, and if the patient¿s condition allows, do not proceed and do not release the valve. Recapture, remove and discard the entire system. The valve, catheter, loading system, loading tray, and saline all must be replaced with new sterile components. Predilatation is strongly recommended prior to subsequent implantation attempts to minimize infold risk. If initial predilatation does not prevent infolding, reassess valve sizing in the presence of complex anatomies. If an infold is detected and the valve is removed, consider a slightly lower depth of implantation of the second valve to provide additional space for frame expansion.¿ there is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, pre-case sizing was performed with a transesophageal echocardiogram (tee) and computed tomography (CT) analysis. The CT analysis showed an annulus range from 29.9 mm and the tee showed the annulus range around 28 mm. A pre-balloon aortic valvuloplasty (bav) was performed with a 26 mm balloon. The valve was loaded and a fluoroscopy check showed an infold below node 4. The valve was deployed and did not expand fully. And infold was seen during deployment. The valve was recaptured three times. The valve was removed from the patient and was not reloaded. A dilation was performed with a 28 mm balloon. The same valve was inserted and deployed and again was not expanding. The procedure was cancelled. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.